Event description:
Customer reported that the b button on the insulin pump felt like a bubble. Customer stated that it was not stuck. Customer's blood glucose reading at the time of the call was 82 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.